Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: investigation of the returned device found that the tip was separated at the distal end of the distal seal and was returned, confirming the reported information. The material at the separation was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the tip was measured and met manufacturing criteria. Tip detachment can be affected by numerous factors including, but not limited to, manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of product deficiency, all stent delivery systems (sds) are visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. In this case, it is possible the tip of the sds interacted with the guiding catheter, resulting in the tip damage. Additional manipulation of the sds during removal of the sds from the guide wire possibly resulted in the tip stretching and ultimately separating; however, this could not be confirmed. Difficulty of advancing the sds through the guiding catheter may be influenced by several factors including, but not limited to, manufacturing (stent crimping), stent damage, guiding catheter damage, and handling during removal of the protective sheath or preparation for use, or insertion technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are checked for stent damage and crimped stent profile. Analysis of the returned product noted blood on the balloon, shaft and contrast on the shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. The returned sds was advanced through a new guiding catheter with no resistance noted. A conclusive cause for the reported difficulty positioning the sds in the guiding catheter and tip separation could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position in the guiding catheter or separated tip for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for tip damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that during the procedure in the marginal branch of the concentric, heavily calcified, proximal right coronary artery, the physician predilated the target lesion using a non-abbott 1.5x20 balloon. After predilation, an unsuccessful attempt was made to advance a xience v 2.25 x 18 stent system through the guiding catheter. No force was applied to the stent system. The stent system was withdrawn from the guiding catheter and outside the anatomy, the device was put in a saline basin. Pre-dilatation was performed again using a trek 2.5x20 balloon. The physician removed the stent system from the basin and it was noted that the distal tip of the delivery system was still attached, but hanging. The device was no longer used. A new xience v 2.25 x 15 stent system was advanced but could not cross the target lesion and the tip kinked. Due to the multiple predilations, blood flow was sufficient and no other treatment was performed. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.